Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient presented remotely via merlin.net. Upon review, the pacemaker exhibited automatic mode switch episodes due to oversensing of noise on the atrial channel. Device reprogramming was discussed. No patient symptoms were reported.

Event description:
New information received notes the patient followed up in-clinic on (B)(6) 2019. The patient received the recommended programming changes and would be monitored. No patient symptoms were reported.